Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and atrophy are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy and recurring urinary incontinence. The device was no working properly. As a result, the aus was explanted and replaced in a more proximal location on the urethra. No further patient complications were reported.